Event description:
It was reported that the patient with a spinal cord stimulation (scs) patient underwent a revision procedure for an unspecified reason. The implantable pulse generator (ipg) was explanted and replaced. No additional information is available at this time.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) patient underwent a revision procedure for an unspecified reason. The implantable pulse generator (ipg) was explanted and replaced. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
There is no complaint against the functionality of the device. The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.therefore, in the absence of device return and analysis the likely root cause is unable to exclude device problem.block b3: approximated based on the date the manufacturer became aware of the event.